Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was user ever able to open device jaws during this procedure? Or do device jaws remain closed? --- remain closed. If device was opened during this same procedure, how were device jaws opened? Or do device jaws remain closed? --- no information.

Manufacturer narrative:
(B)(4). Batch # n90c54. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws did not open after firing. The jaws were removed from the site forcibly after firing by another device. Another device was used to complete the case. There were no adverse consequences to the patient.